Event description:
After I got the essure in 2012, my body was doing fine as the years go by I started having problems heavy menstrual bleeding blood clots irregular periods back aches headaches no period miscarriages all these symptoms started after I have gotten the essure.